Manufacturer narrative:
Device was received with a minor scratched lcd window, a scratched case and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a blank display, problem isolated to the electronic assembly. Unable to verify keypad anomaly/stuck button alarm, low battery life or low battery alert, sensor anomalies and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. No crack was found on the pump screen noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button got stuck. Customer stated that the insulin pump got change sensor alert, battery life at less than week and reject new battery. Customer stated that the insulin pump got high number for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.